Event description:
It was reported that the device experience an electrical reset. A capacitor formation was completed and the device remained in use. It was later reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator. The ICD was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and normal depletion which meets expected longevity was found. It was also noted that there was a ram chip memory error.

Event description:
It was reported that the device experience an electrical reset. A capacitor formation was completed and the device remained in use. It was later reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator. The ICD was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device experience an electrical reset. A capacitor formation was completed and the device is still in use. No patient complications have been reported as a result of this event.